Event description:
A journal article was reviewed which contained information regard these leads. During a follow-up visit, it was discovered that the "spontaneous ventricular tachycardia" was not automatically treated by the implantable cardioverter defibrillator (ICD). The article indicates that possible undersensing may be the cause due to the programmed "low sensitivity." The device was reprogrammed. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: underdetection of ventricular tachycardia by an implantable cardioverter-defibrillator due to a locally prolonged arrhythmia cycle length. Clinical research in cardiology,. 20 13;102(12):923-925. (B)(4).